Event description:
It was reported that during a laparoscopic gastric bypass, the jaws would not open and the instrument handles had to be manually opened to release the device from the tissue. The case was completed with a similar device with no patient consequence.